Event description:
The aiming arm is not aiming correctly.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the investigation showed no deviations to the specifications. A special jig was used to investigate the device. The target bow works without problems. The review of manufacturing and material documents had shown no deviations to the specifications. No product fault could be detected.